Event description:
It was reported that 8 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "d safety glide injection needle 1" lot number 2025238 have shown to be occluded on 8 occasions this week. Two boxes of 50 were confiscated due to more than 10% of box being defective... Who was affected? Patient unexpected or prolonged care? No frequency of problem: recurring... 1. Could you please confirm on how many defective needles were found on (B)(6) 2023? No, the 8 needles were discovered during the week of (B)(6) 2023, cannot specify more. 2. It was stated that ¿8 occasions this week¿. Could you please provide the dates of event for each occasion together with the quantity affected? No, users have user and reporting fatigue from all the issue with these needles. 3. Are you able to describe the incident in detail? Difficulty either drawing up vaccine, resistance, unable to expel vaccine 4. Was there any visible blockage? If yes, what did the blockage look like? No"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023 h6: investigation summary one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The sample did not expel the solution with normal flow due to clogged. A device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 8 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "d safety glide injection needle 1" lot number 2025238 have shown to be occluded on 8 occasions this week. Two boxes of 50 were confiscated due to more than 10% of box being defective. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: recurring. 1. Could you please confirm on how many defective needles were found on (B)(6) 2023? No, the 8 needles were discovered during the week of (B)(6) ¿ (B)(6), cannot specify more. 2. It was stated that ¿8 occasions this week¿. Could you please provide the dates of event for each occasion together with the quantity affected? No, users have user and reporting fatigue from all the issue with these needles. 3. Are you able to describe the incident in detail? Difficulty either drawing up vaccine, resistance, unable to expel vaccine. 4. Was there any visible blockage? If yes, what did the blockage look like? No.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.